Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 12.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient developed an infection at the pod insertion site while wearing the device for longer than 48 hours. The patient experienced redness, pain, warmth at the site, and swelling. Around (B)(6) 2026, the patient consulted a physician via telephone and provided a photograph of the affected area, after which a topical infection was diagnosed. Treatment included the use of topical antibiotics. The pod involved in the event was reportedly discarded.